Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the vitrectomy probe did not actuate and clattered during a procedure. The product was replaced and procedure completed with no patient harm. The aspiration functionality is unknown. A sample has been requested.

Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. This observed defect would have rendered the device inoperable, but is unrelated to the reporter's description of "clattering." The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. Action was taken to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance identified the major contributor to be an error during the end-of ¿line inspection process. An enhancement to the probe tester station was implemented to optimize the verification process of tested probes prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).